Manufacturer narrative:
(B)(4). Medwatch form mw5060805 was received 04/17/16 from (B)(6).

Event description:
It was reported that the atrial lead exhibited multiple noise episodes and auto mode switches. The recorded episodes date back to (B)(6) 2013. It was difficult to determine how often these vents occurred because the patient had paroxysmal atrial fibrillation in the past. No additional information was reported.